Manufacturer narrative:
(B)(6). The actual device was not available; however, 5 companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed near the luer connector of a clearlink system catheter extension set. The reporter stated that the leak occurred at the connection between the clearlink and the IV catheter and was caused by a poor connection. The reporter stated that they are having difficulty tightening the luer lock mechanism. Upon tightening, the lock feels secure they have found that they have to turn the lock another turn to achieve full tightening. The reporter stated that this has led to multiple leaks. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Update: this (B)(4) is a duplicate of (B)(4). All the pertinent information will be contained in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.